Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction test strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results non-fasting range from 125 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 07/13/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Based on the "lo" results recalled in the meter memory and obtained by the customer, the complaint is reportable. Adverse event not reported.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results non-fasting range from 125 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 07/13/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: memory 1:"lo" (B)(6) 2015 04:50pm fasting: no; memory 2:140mg/dl (B)(6) 2015 04:50pm fasting: yes; memory 3:210mg/dl (B)(6) 2015 04:50pm fasting: yes; memory 4:181mg/dl (B)(6) 2015 04:50pm fasting: no; memory 5:126mg/dl (B)(6) 2015 04:50pm fasting: yes. Based on the "lo" results recalled in the meter memory and obtained by the customer, the complaint is reportable. Adverse event not reported.

Manufacturer narrative:
Internal report (B)(4). Product not yet returned for eval.